Manufacturer narrative:
Insulin pump was monitored for several days and no blank display noted. Unit was received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify watchdog timeout alarm due to detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call an error alarm on the insulin pump. Customer¿s blood glucose level was 263 mg/dl. Troubleshooting for the alarm was performed. Customer advise the display screen was blank and when they replaced the batteries on the insulin pump the issue remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.